Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 247 mg/dl and insulin injections were administered to address the bg level. The customer reported to have anxiety due to the high bg. The cause of the high bg was not known; however, the customer thought that the insulin was not absorbing the insulin due to the infusion set. The customer thought that scar tissue may be present. There was no reported damage to the cannula. The customer declined tandem technical support's offer to troubleshoot.